Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported leak/splash was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. Since the complaint could not be confirmed during the evaluation, a conclusive cause could not be determined. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
Subsequently after the initial report had already been filed, device analysis performed further testing and identified no leaking. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a coronary artery. The shaft of a 3.50x15mm xience skypoint drug-eluting stent (des), was defective as it created a backflow of blood and air through the inflator before inflation, instead of normal transmission. There were no leaks noted. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.